Event description:
(See pe (B)(4) for few bowel movements since implant )information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were only going to the bathroom 2 times in a 24 hour period. Patient stated they were not getting the same results as they did with the trial, when they were doing amazing. Patient said as soon as they were implanted, the improvements went away. Patient said they got an x-ray today to check if the leads were in the same place the doctor placed them. Patient said their doctor mentioned they needed to get multiple x-rays and at some point their healthcare provider (hcp) said "I need to get lower on this because they wereway down here - I just have to get lower x-rays". Patient mentioned they spoke with their manufacturer representative (rep) and while on the phone for more than an hour, they could not get the stimulation sensation back even when they tried every program. Patient mentioned with some programs they felt a burning, stinging sensation from the implant and they had to decrease the number or change to a different program. Patient mentioned that two days ago they were diagnosed with stage 3 kidney failure and wonders if that might have to do with them not getting improvement on their symptoms. Patient also mentioned since last week they had blood when they wiped and it was bright red. Patient said today they had an uti after a test that was conducted yesterday and they don't know if all of this might be happening because they did not heal or the implant or the leads are not healed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.